Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6932-58 lead implanted: (B)(6) 1999; 5076-52 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient passed out. Upon interrogation, 10 atrial fibrillation detections were noted, with very random/intermittent atrial oversensing of possible noise/myopotentials. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead was capped.